Event description:
It was reported that during a procedure, a maestro 4000 pod, 100w was selected for use. The pod is registering low temperatures. Different pod was used and the issue was resolved. No patient complications were reported. No further information is available.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the pod cable insulation was damaged. The returned pod registered higher temperatures when the power was turned up. No abnormalities were found.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a maestro 4000 pod, 100w was selected for use. The pod is registering low temperatures. Different pod was used and the issue was resolved. No patient complications were reported. No further information is available.